Manufacturer narrative:
Concomitant medical product: 7002 lead implanted: (B)(6) 2008.

Event description:
It was reported the patient presented with a small amount of bleeding at the insertion site and a small wound dehiscence was observed. It was further reported that there were no signs of infection. A liquid tissue adhesive was applied and the implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was seen in the clinic for routine exam and the site was noted to be well healed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.